Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a beep anomaly. The customer¿s blood glucose level was 290 mg/dl. The customer stated that the insulin pump had a pump error alarm. Troubleshooting was performed and noticed that they received another alarm after a battery change. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with blank display followed by an unexpected constant audio tone due to moisture damage at electronic assembly. Also, the pump had moisture damage to motor during visual inspection. Unable to perform operating currents, self test, unexpected error test, rewind test and displacement test or verify unexpected alarm due to blank display.